Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had questions about stimulation and leads moving. Patient felt stimulation more on their side/hip and had to increase stim to feel it. When patient left the doctor's office, they were at 0.6- 0.7. Patient did not feel that they had the moved the wires but patient had the device at 6.0 now in order to feel the stim. Battery was half full on the meter. Patient was able to feel the stim at the time of the call. Patient stated that their wire moved last night, patient was having pain in bladder, patient had continuous bladder pain in the past. ''The first 2 days was great'' but not now. Patient had been changing sides. It was advised to patient that they must stay on current side for 48 hrs. Patient was never informed on not changing sides. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.